Event description:
This ra lead was implanted on (B)(6) 2008. A product experience report was received on 05/02/2018 stating that this lead was capped on (B)(6) 2018 due to noise. The physician was dr. (B)(6) at (B)(6) in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).